Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4100727; d4. Medical device expiration date: 31-dec-2024; h4. Device manufacture date: 09-apr-2024; d3. Unique identifier (UDI) #: (B)(4). Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill was not observed. Sufficient volume for citrate tubes is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Additionally, 20 retention samples from bd inventory from each lot # were functionally evaluated for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, an unspecified number of tubes were overfilled. There was no health impact or consequences reported.